Event description:
It was reported that the customer was hospitalized due to hyperglycemia and vomiting. The customer's blood glucose reading was 350 mg/dl at the time of the event. Prior to the event, the customer lost the insertion device for her infusion set, so she inserted manually. The customer may not have been getting the proper insulin absorption due to inadequate insertion of the infusion set. The customer uses quick-sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.